Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify battery power loss alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was turned off automatically and it was not turned on. The customer¿s blood glucose level was 6 mmol/l. The customer reported that insulin pump turned off automatically and it was not turned on and he tried changing several different batteries, he cleaned battery cap and battery compartment. The insulin pump needs to be replaced. The sensor will not be returned for analysis.